Event description:
The customer reported to olympus that the hd autoclavable camera head¿s image is distorted. There was only a slight delay to the therapeutic procedure which was completed with a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Also, a white flaw was observed during device inspection. Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer¿s reported allegation could not be confirmed. The inspection of the device noted a white colored scratch. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified.: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.